Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Prior to the hospitalization, it was stated that the customer was found unconscious by the paramedics. Troubleshooting revealed that the customer took two boluses within one hour and seven minutes of each other.